Event description:
It was reported that the patient felt the implantable pulse generator (ipg) "fire twice". It was also reported that the right atrial (ra) lead exhibited low p waves. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.